Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the tip. No fragment remained in the patient's body. There was no adverse consequence to the patient.